Event description:
(B)(4) received a notification, in the form of an MDR report, referencing a unit of dbx putty which was noted to have had a broken plunger which led to the breakage of the syringe. The report indicated that "the glass fragments were retrieved and removed from the field. All pieces were located". The report gave no indication that the syringe had broken over the patient. The delay in reporting this occurred due to miscommunication. On (B)(6) 2011, (B)(6) was advised by (B)(4), there was no need to report this since it was already reported. On (B)(6) 2011, contact information for (B)(6) was requested. On (B)(6) 2011, manufacturer MDR reporting information was received from (B)(6) -,dr (B)(6). (B)(4).